Event description:
A report was received that the patient was experiencing discomfort at the pocket site and difficulty charging the ipg as it was implanted too deep. The patient underwent a revision procedure wherein the ipg was replaced per preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.